Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The software detected a shift between the ict and drb during image acquisition. The user was presented with a warning stating "a shift in registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check." The user acknowledged the warning and continued using the scan with a potential registration shift. The cause of the reported issue was traced to user technique.

Event description:
Registration shift from ict. Proceeded after error message. Screw on left were lateral and screws on right medial. Land mark check performed after screws went in with dilator array. Dilator showed tip in facet. Performed landmark check on drb post and showed it was touching. However irrationally not accurate. X - rays showed missed screws. Respun and redid screws.